Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: all buttons have been sticking for 3 months, requiring several pushes to respond. The patient had severe abdominal pain, nausea, and vomiting, and was admitted to the hospital with diabetic ketoacidosis (dka) on (B)(6) 2014, and was given IV fluids, nausea medication, and IV insulin. Patient is off pump and using alternate method of insulin delivery until replacement pump arrives. The patient has a sinus infection but is not on medication for it. Review of the pump showed a cancelled bolus on (B)(6) 2014, but the patient does not remember cancelling it. This complaint is being reported because the patient experienced dka and because the pump malfunction was not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.